Manufacturer narrative:
Per tandem's user guide: "do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg)." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level with trace ketones, however, a specific bg value was not provided. Reportedly, the customer disconnected at the t:lock. Tandem technical support educated the customer on ensuring to disconnect at site and not at the t:lock. A bolus was delivered to address bg level.